Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported delivering about 80 units since loading the cartridge, but insulin gauge remained static at 75 units. The customer reported a blood glucose level of 49 mg/dl. To address the low bg level, the customer consumed juice and cookies. Reportedly, the customer delivered a bolus without checking the customer's bg level.